Event description:
During the evaluation of a returned spectrum infusion pump "door jammed" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
MFR. Ref no. : (B)(4). During review of the event history log, an increased number of "door jammed" messages were found. The lower link switch was found to be failing in the device and is a known contributor to this symptom. The failed lower auxiliary assembly was replaced.